Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) in the bipolar configuration on the right ventricular (rv) lead. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that this cardiac resynchronization therapy pacemaker (crt-p) system was reprogrammed. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) in the bipolar configuration on the right ventricular (rv) lead. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that this crt-p system was reprogrammed. No adverse patient effects were reported. This crt-p remains in service.